Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and identified the failure mode as a defective ise (ion selective electrode) drain tubing. The fse replaced the ise drain tubing to resolve the issue. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is case: (B)(4).

Event description:
The customer reported generation of false low sodium (na) and false chloride (cl) patient results, with low anion gaps, involving the au5800 chemistry analyzer. The erroneous results were not reported outside the laboratory. The customer did not provide patient data or demographics. There was no report of change to treatment, injury, or death associated to this event.